Event description:
It was reported that during a pci procedure the quantum maverick monorail balloon ruptured at 16 atm's on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the left circumflex coronary artery. A mach 1 guide catheter and a pt2 guide wire were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good".